Event description:
The customer reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The solid state hard drive was replaced. The system was tested, found to be working as intended and returned to service.